Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 300 mg/dl (compact plus) and 115-120 mg/dl (aviva). No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).